Event description:
The hcp reported that the pt's pump had been refilled approximately 3-6 months with a medication concentration change from 50 mg/dl to 25 mg/ml at a rate of 11 mg/day without updating the pump or programming a bridge bolus. During this time, the pt experienced increased pain. The hcp planned to update the pump with the 25 mg/ml concentration and the appropriate dose. The type of medication being administered via the pump was not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.